Event description:
It was reported by the rep the device was used during a laparoscopic oophorectomy. It was reported approx three-fourths of the way through the case, when the trocar began leaking air through the rubber diaphragm. The surgeon was able to continue to use the trocar through the entire case, but the escaping air caused some loss of pressure and an annoying hissing sound. There was no consequence to the pt.